Event description:
It was reported that pump displayed malfunction alarm code without any notable events beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and to call back if problem happened again.